Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-may-2024. The device evaluation was completed on 27-jun-2024. The device was returned to biosense webster for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual inspection was performed and a hole was observed on the pebax surface. The device was connected to carto 3 system and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal actions was found during the review. The force vector issue reported by the customer was confirmed per the open circuit found in the force sensor. The potential cause of the open circuit cannot be determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The pebax damage is not related to the issue reported by the customer. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use contain the following warning: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of ¿a hole on the pebax surface¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿vector pointed in the exact opposite direction while ablating¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially reported no error code. During left pulmonary vein (lpv) ablation, vector pointed in the exact opposite direction while ablating. The cable was replaced but the issue continued. This issue was resolved by replacing the qdot micro catheter to another new one. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-jun-2024, a hole was observed on the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 27-jun-2024 and have assessed this returned condition as reportable.